Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified vessel in the left anterior descending (lad) artery. There was no difficulty removing the stylet or protective sheath of a 5.0x12 mm nc trek rx balloon dilatation catheter (bdc) and the device was prepared (air aspiration) outside the anatomy prior to use. Contrast mix was 50/50 contrast/saline. The balloon was inflated once at 18 atmospheres (atms) and negative was held 30-45 seconds. However, the balloon did not deflate and contrast media remained inside. The balloon could not be pulled back through the guiding catheter. The guiding catheter and guide wires were removed. The guide wires were removed from the guiding catheter and then the physician managed to get the balloon out ultimately deflated. Another same size nc trek bdc was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported deflation was confirmed; however, the reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.